Event description:
3 1/2 year old male admitted for catheterization of a ducts arteriosus. Diagnostic cath confirmed presence of small to modrate-sized pda. There was embolization of 4mmpda coil to the right pulmonary artery, which was successfully snared and removed without sequelae. Pda was then successfully occluded with 5mm x 5cm coil via transcatheter route. No significant complications or problems. Pt discharged to picu for observation, then home next morning on no medications, regular diet and activity.